Event description:
The following has been reported: "displayed error number 22-0008 after the device is turned on." Error 22 is defined in the technical manual as a force sensor issue. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc tw, serial number (B)(6)) was not sent back to our laboratory for analysis as repairs were performed locally. However, the suspected force sensor was returned as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection, a conductivity test and a optical sensor test to confirm the reported defect. The sensor value was constant when increasing or decreasing pressure with weight and remained stable, then the sensor output values are very low compared to a new sensor. This condition would have triggered error 22-0008. The reason of this failure is a weakened sensor giving a very low output which may have created a technical error and cannot be recalibrated. Therefore, the reported failure is confirmed. Based on available information, the root cause of the reported event was a defective sensor. An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.